Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion¿ insulin syringe a crack in the barrel was discovered and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328506, batch no. 1116704. Consumer reported that there is a crack in the barrel of the syringe near the needle hub. Barrel of syringe leaking.

Event description:
It was reported while using relion¿ insulin syringe a crack in the barrel was discovered and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328506 batch no. 1116704. Consumer reported that there is a crack in the barrel of the syringe near the needle hub. Barrel of syringe leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned (1) 1ml insulin syringe from lot# 1116704. The customer reported that there is a crack in the barrel of the syringe near the needle hub and the barrel is leaking. The returned sample was examined, and it was observed that the barrel featured several cracks ranging between the 0- and 20- unit scale markings. The damage to the barrel could lead to leakage during use. A review of the device history record was completed for batch# 1116704. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause: l2l was created for damaged barrels. H3 other text : see h.10.